Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced bowel problems, infections, pain, dyspareunia, and urinary problems some time after implant. She had to return to her physicians several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.